Event description:
The patient received the scs system on 04/20/2011 which included an ipg and surgical lead. It was reported the patient's ipg pocket dehisced. There were no signs or symptoms of infection noted. The physician removed the ipg, cut the surgical lead and left the paddle portion of the lead implanted.

Manufacturer narrative:
Evaluation: results: the complaint was not confirmed. As received, the ipg was in good condition and did not reveal any anomalies that would contribute to the complaint. There were no alleged functional complaints; therefore, no functional testing was performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.